Event description:
I had pip saline with silicone shell implanted in 1999. Left one deflated 3 weeks ago and need to have it removed. I am concerned about silicone textured shell from pip implants and if any problems may occur once removed.